Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient had the infusion pump implanted in (B)(6) 2021 and had an adjustment only twice. The patient was currently on a very low rate. There was no problem with the infusion system suspected at this time. The patient was instructed to follow up every week to increase his infusion rate, as he had only shown up twice since being implanted. The patient¿s weight was 170 pounds.there was no need to explant the device. The patient needed adjustment of infusion rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s medical history included a back surgery in april two years ago during which the doctor cut a nerve. The indication for pump use was non-malignant pain. The patient reported that she thought her pump quit working. She had it turned up last tuesday and it didn¿t change anything. She almost felt like it had gotten worse. She was in as much pain as she was before she had the infusion system implanted. She stated that the pump worked beautifully right after implant and she had been out of pain for the first time in 12 years. Per the patient, she had gotten more active around the time that the therapy stopped working which was mid-march. The pump was not beeping or alarming.